Manufacturer narrative:
The partial lead was returned in two pieces for analysis, with the distal portion measuring 51.0 cm for lead body and 56.0 cm for cables and inner coil and the middle portion measuring 24.0 cm. Electrical testing, x-ray examination and visual inspection was normal with no anomalies found.

Event description:
It was reported via a product receipt, that a lead was explanted due to unspecified lead malfunction. Further information was requested but not received.